Event description:
It was reported that the pump declared an alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as backup therapy, and technical support arranged for a replacement pump. The customer was instructed to put the pump into storage mode and return it with a pre-paid label, which they understood and acknowledged.